Event description:
It was reported that the patient had leg weakness. The patient noted over the weekend when she tried to lift some heavy weight, she heard a pop and was having pain in her back. The patient was admitted to the hospital on the date of this report. The health care provider (hcp) wanted to make sure there was no leakage in the catheter, so they were trying to stop the pump, and the programmer was not allowing them to stop the pump. They were going to program the pump to minimum rate mode. The pump was being used to deliver bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the health care provider indicated the heavy object the patient lifted in (B)(6) 2013, was a box, and the pain she felt in her back was more accurately described as in her "low back." She had an "MRI/x-ray/CT scan" done on the date of this initial report that revealed "no changes." The issue resolved shortly after the initial injury, and the patient outcome was indicated as "non-serious injury/illness" in which recovered without sequela.

Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 8711 lot# serial# (B)(4) implanted: 2007 (B)(6), product type catheter. (B)(4).